Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a proglide after an peripheral angiogram procedure using a 6f sheath. Reportedly, after deploying and cutting the suture, the knot was not able to be advanced with the snare knot pusher. There was an unknown piece of something thick on the suture that did not allow the suture to fit in the snare knot pusher wire. It was unknown what was caught on the suture; however, there was no tissue on the suture. The end of the suture was cut off and the knot was advanced to the vessel wall. The proglide suture achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. An unused sterile device was returned from the account, which was inspected and functionally tested with no contamination or anomalies observed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.